Manufacturer narrative:
H10. Additional manufacturer narrative: the clinical observation was confirmed through receipt of medical records. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received information the patient underwent valve-in-valve intervention due to severe aortic stenosis, 1+ aortic insufficiency, and restricted leaflet motion. Patient had heart failure within the last two weeks. There is now a well seated aortic valve prosthesis that appears to function normally with no significant aortic insufficiency. The patient was transferred to the cicu in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm 3300tfx aortic valve implanted eight years, seven months, underwent valve-in-valve procedure due to aortic stenosis. A 26mm 9600tfx was implanted inside the 25mm valve. Surgeon does not blame surgical valve for failure.